Event description:
The patient underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted closure of the arteriotomy site with a techstar xl 6 fr pvs device. Upon deployment, one of the two needles presented outside of the barrel. The cardiologist was unable to back-down the needles and was therefore unable to remove the device. The patient was taken to surgery for device removal. Minimal access was necessary to remove the needles and the device. The recovered without further complications related to the access device. Inspection of the device was inconclusive and no root cause of the needle miss could be found. Unused devices from the same lot were retrieved for further testing. Device complaint could only be duplicated at worst case conditions of steep angle deployment with high to excess down force there is no indication that such extreme conditions were present in the case of this event.